Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device has not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical records review: the patient with history of deep venous thrombosis was scheduled for placement of an inferior vena cava (ivc) filter prior to surgery. The right internal jugular vein was accessed and an inferior venacavogram demonstrated the position of the renal veins and no thrombus. The filter was then deployed in the infrarenal ivc without incident. A follow-up inferior venacavogram demonstrated appropriate positioning of the filter. All devices were removed and hemostasis was achieved. There were no complications. Approximately one year three months post filter deployment, the patient was scheduled for retrieval of the filter as it was no longer needed. The right internal jugular vein was accessed and an inferior venacavogram demonstrated no caval clot or caval anomalies. The filter had significantly tilted with the apex opposed to the right caval wall and demonstrated some inferior migration with splaying of several of the limbs. There was no evidence of detachment and no clot in the filter. Initial attempts to retrieve the filter utilizing a cone retrieval device were unsuccessful. Multiple attempts to retrieve the filter utilizing a snare were unsuccessful. The decision was made to conclude the procedure and leave the filter as permanent device. Hemostasis was achieved and there were no immediate complications. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported sometime post filter deployment, that allegedly the filter tilted and embedded in the caval wall, migrated to the heart, was unable to be retrieved and had limbs perforating into organs. Based on a review of the medical records received, the filter was identified to have tilted and embedded in the caval wall, migrated inferiorly, had several splayed limbs and an attempt to retrieve the filter was unsuccessful. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep venous thrombosis was scheduled for placement of an inferior vena cava (ivc) filter prior to surgery. The right internal jugular vein was accessed and an inferior venacavogram demonstrated the position of the renal veins and no thrombus. The filter was then deployed in the infrarenal ivc without incident. A follow-up inferior venacavogram demonstrated appropriate positioning of the filter. All devices were removed and hemostasis was achieved. There were no complications. Approximately one year three months post filter deployment, the patient was scheduled for retrieval of the filter as it was no longer needed. The right internal jugular vein was accessed and an inferior venacavogram demonstrated no caval clot or caval anomalies. The filter had significantly tilted with the apex opposed to the right caval wall and demonstrated some inferior migration with splaying of several of the limbs. There was no evidence of detachment and no clot in the filter. Initial attempts to retrieve the filter utilizing a cone retrieval device were unsuccessful. Multiple attempts to retrieve the filter utilizing a snare were unsuccessful. The decision was made to conclude the procedure and leave the filter as permanent device. Hemostasis was achieved and there were no immediate complications. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one year three months post filter deployment, during a scheduled filter retrieval, an interior venacavagram demonstrated that the filter had significantly tilted with the apex opposed to the right caval wall and some inferior migration with splaying of several of the limbs. Initial attempts to retrieve the filter utilizing a cone retrieval device were unsuccessful. Multiple attempts to retrieve the filter utilizing a snare were unsuccessful. Therefore, based on the provided medical records the investigation can be confirmed for a tilted filter, caudal migration, and difficulties removing the filter. The investigation is inconclusive for the alleged migration to the heart and perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported sometime post filter deployment, that allegedly the filter tilted and embedded in the caval wall, migrated to the heart, was unable to be retrieved and had limbs perforating into organs. Based on a review of the medical records received, the filter was identified to have tilted and embedded in the caval wall, migrated inferiorly, had several splayed limbs and an attempt to retrieve the filter was unsuccessful. There was no reported patient injury.